Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. While inserting the clip delivery system (cds) in the steerable guide catheter (sgc), a loss of fluid column occurred. Aspiration was performed multiple times and the sgc was able to hold column. Therefore, the procedure was continued using the sgc and four clips were implanted, reducing mr to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported loss of fluid column cannot be determined. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.